Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown surgery with the two-column small plate for left and the guiding block. After the nurse attached the guiding block to the two-column small plate with hand, the surgeon tried to fix the guiding block using the screwdriver. However, the surgeon could not tighten the attachment screw, so that when the surgeon removed the guiding block, the tip of the attachment screw was broken and remained in the plate. The surgeon removed the broken fragment using pliers and other instruments and confirmed that there were no fragments in the patient¿s body. The surgeon used the drill sleeve after removing the broken fragments, and the surgery was completed successfully. The products were shipped to the consignment return section as they were consignment products. This report is for the attachment screw. This is report 2 of 2 for complaint (B)(4).